Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she developed extensive swelling in her entire body. The customer was hospitalized due to swelling. The customer's blood glucose level dropped to 38 mg/dl while in the hospital. They removed the insulin pump but she demanded it back and once back on it her blood glucose level stabilized. The customer was getting procedures done and was not allowed to eat anything. The device was not returned.